Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further lead integrity evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is still being sought from a local representative for the model and serial number of the associated lead. This report will be updated once additional information is obtained.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further lead integrity evaluation is expected at the next follow up appointment. This lead was subsequently surgically abandoned and replaced. This lead remains implanted. No additional adverse patient effects were reported.